Event description:
It was reported that the implantable cardioverter defibrillator (ICD) administered a shock due to the rhythm not being correlated. Technical services (ts) discussed possible solutions and noted that programming rhythm match threshold is not a feature for this device. The clinic will discuss options. The ICD remains in service and no adverse effects were reported. The name of the initial reporter has been requested. No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) administered a shock due to the rhythm not being correlated. Technical services (ts) discussed possible solutions and noted that programming rhythm match threshold is not a feature for this device. The clinic will discuss options. The ICD remains in service and no adverse effects were reported. The name of the initial reporter has been requested. No additional information is available. If additional information becomes available the report will be updated at that time. Additional information was received that the ICD was reprogrammed. Initial reporter information was also received.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Initial reporter name (e1) and title (e3) were updated.